Manufacturer narrative:
The purpose of this investigation was to analyze the deformation and wear observed on the retrieved journey bi-cruciate stabilized (bcs) insert. Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. The insert has burnished areas on the articulation surfaces. Burnishing on the articulating surfaces was more widespread on the medial side than lateral side in anterior/posterior direction. The bcs post showed deformation and burnishing on the posterior side. A journey bcs insert post would typically show a contact patch on the posterior side of the post centered in the proximal-distal direction. The retrieved insert showed an area of burnishing and deformation from center and upwards of the post suggesting that the femoral component was sliding along the post in the proximal-distal direction. This burnishing seen on the tibial insert post indicate a degree of laxity in the joint.

Event description:
It was reported that a revision was performed due to flexion instability.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.